Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product could be performed. It was reported that the device is not expected to be returned for analysis. Lot traceability was not provided; therefore, the device history records for the guidewire could not be reviewed. The warnings section in the directions for use states: "monitor wire position throughout the procedure for proper placement of curve and distal tip." And "when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high resolution images. Never position the guidewire blindly as this may result in misplacement, dissection or perforation." Based on the information received stating: "there was never a confirmation the wire was correctly across and when she reviewed the images it was clear the wire was outside of the valve. Therefore when they went with the valvuloplasty balloon it pushed the valve into the ventricle." Based on the information received, clinical and/or procedural factors appear to have impacted on the event as reported. Review of the directions for use notes the reported event as a potential adverse event associated with the use of the device. Should additional information be provided or the device returned for analysis a follow-up medwatch report will be filed.

Event description:
As reported: "accurate neo size m tavi in an old patient, difficult device positioning, after the valve replacement the decision was made to do a post dilatation. During the introduction of the post dilatation balloon valve migration to lv, savr was required. Patient was stable and alive. After a couple of calls and emails to reach the physicians she got the information today, that the patient died. The positioning was difficult, that means it was difficult to find a stable position for the valve deployment. They made repositioning to get the right position. During the introduction the balloon catheter catched the valve stent. The valve was disposed to lvot." "There is one important point that is missing here. After the valve was implanted, they removed the wire from across the valve. They decided they would like to post dilate and had to recross the valve. There was never a confirmation the wire was correctly across and when she reviewed the images it is clear the wire is outside the valve. Therefore when they went with the valvuloplasty balloon it pushed the valve into the ventricle. It has nothing to do with any difficulties in positioning." Additional information received: "cause of death: old male patient had been in a bad haemodynamic condition already prior and during tavr. After explantation of the acurate valve and savr he was not able to recover from this huge procedures and passed away due to haemodynamic instabilities. We reached out to the hospital today and they confirmed that they did not take notes of the lot# of the safariwire that had been used in this case. We reached out to the hospital today and they confirmed, that they did not take notes of the balloon they had been used in this case. The balloon touched the valve when physician advanced it and pushed the valve forward, valve was the malpositioned."

Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product could be performed. It was reported that the device is not expected to be returned for analysis. Lot traceability was not provided; therefore, the device history records for the guidewire could not be reviewed. A combination of patient and procedural factors appear to have caused or contributed to this incident. Review of the directions for use notes the reported event as a potential adverse event associated with the use of the device. Should additional information be provided or the device returned for analysis a follow-up medwatch report will be filed.

Event description:
As reported: "acurate neo size m tavi in an (B)(6) y. Old patient, difficult device positioning, after the valve replacement the decision was made to do a post dilatation. During the introduction of the post dilatation balloon valve migration to lv, savr was required. Patient was stable and alive. After a couple of calls and emails to reach the physicians she got the information today, that the patient died. The positioning was difficult, that means it was difficult to find a stable position for the valve deployment. They made repositioning to get the right position. During the introduction the balloon catheter catches the valve stent. The valve was disposed to lvot." "There is one important point that is missing here. After the valve was implanted, they removed the wire from across the valve. They decided they would like to post dilate and had to recross the valve. There was never a confirmation the wire was correctly across and when she reviewed the images it is clear the wire is outside the valve. Therefore when they went with the valvuloplasty balloon it pushed the valve into the ventricle. It has nothing to do with any difficulties in positioning." Additional information received: "1. Cause of death: old male patient had been in a bad haemodynamic condition already prior and during tavr. After explantation of the accurate valve and savr he was not able to recover from this huge procedures and passed away due to haemodynamic instabilities. 2. We reached out to the hospital today and they confirmed that they did not take notes of the lot# of the safari wire that had been used in this case. 3. We reached out to the hospital today and they confirmed, that they did not take notes of the balloon they had been used in this case. 4. The balloon touched the valve when physician advanced it and pushed the valve forward, valve was the malpositioned."